Event description:
It was reported that the injection port a small volume folfusor was defective (not further specified) and liquid leaked out. This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which noted cracks located on the fill port. Further examination on the cracks under the microscope suggested force may have likely been applied onto fill port during fill which caused cracks on the fill port. During the leak test, leak was observed coming out at the cracks area on the fill port. The reported condition was verified. The cause of leak was due to cracks on the fill port, and the cause of cracks on the fill port was potentially user related in which force may have been applied onto the fill port during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.